Manufacturer narrative:
No other info provided at this time.

Event description:
Received a letter directed to bd which stated, "phlebotomist suffered a needle stick when the safety shield malfunctioned as she was attempting to cap the needle. As a result, phlebotomist contracted (B) (6), from the pt whose blood she was collecting." Lot number unk.